Event description:
Per the clinic, the device was explanted due to cholesteatoma on (B)(6) 2018, and reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 29, 2018. (B)(4).